Event description:
Account contact reports: housekeeping personnel in the operating room dept experienced a red, burning, itching rash on their hands within approximately five minutes of donning the glove. Employee has no known sensitivities to latex. Symptoms subsided after discontinuing use of the glove. There was no reported medical intervention, treatment, or permanent impairment to the site.